Event description:
Additional information was received. The patient reported they were told that it happens because of the location of their implant (spine). It happened because of an increase in pressure created by the cough, sneeze, anything that adds pressure. A manufacturer representative (rep) programmed their device and now it was more evenly distribute, meaning they still have the same problem but now it effected more of their body. The issue was not resolved, from the patient's understanding it wasn't a problem that could be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated when they cough, sneeze, or raise their voice, they get electrocuted down their legs to the point that they have involuntary leg movements. Patient said this has been happening since the beginning of the implant. Patient asked if they could also be reprogrammed to help with the issue as patient also needed to turn stim up since stim wasn't helping, but couldn't otherwise their legs would get electrocuted. Patient also mentioned they changed groups, but that only changed where they would get shocked. Agent redirected patient to healthcare provider to contact a rep regarding reprogramming.